Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed lost sensor. The customer indicated that the sensor glucose was 512 mg/dl and blood glucose was also 512mg/dl. Troubleshooting found that the wrong transmitter ID was programmed into the pump and assisted customer with programming the correct transmitter.